Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at the emergency room. It was noted that the pacemaker exhibited unspecified issue after the patient had a fall. No intervention was performed. Patient status was not reported.